Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up with the clinic nurse reported she did not have the cause of death, but could state with certainty "death was not device related." Patient had last been seen at the hospital on (B)(6) 2010. The patient was not pacemaker dependent.

Manufacturer narrative:
Asku

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with the clinic nurse reported she did not have the cause of death, but could state with certainty "death was not device related." Patient had last been seen at the hospital on (B)(6) 2010. The patient was not pacemaker dependent. Death certificate was later received and noted cause of death to be cardiac arrest. There was no autopsy performed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation separation. Proximal segment returned and analyzed.